Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report that the cannula ejected into the eye (cannula detached); therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. An acceptance quality limit (aql) sampling is performed to ensure that the product meets release acceptance criteria. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that an ophthalmic irrigation cannula was ejected during hydration of the main incision. The cannula became lodged in the iris, causing bleeding during cataract surgery with iol implantation in the left eye. It was also suspected it might have penetrated the intraocular lens (iol) as the lens became subluxated with vitreous leakage into the anterior chamber. On the second day, the anterior chamber bleeding had resolved, and the patient was referred to the hospital for retinal assessment. Additional information received indicates that the patient was under antiplatelet therapy, which contributed to the prompt and profuse hemorrhage involving both the anterior and posterior chambers. The traumatic event also resulted in displacement of the intraocular lens¿capsular bag complex, with some vitreous loss. At the very end of the surgery, leakage was noted. The surgery was completed with a posterior vitrectomy, and the iol was placed in the sulcus.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).